Manufacturer narrative:
H3:device eval by manufacturer: media review: a review of the media from the index procedure was performed by a bsc quality employee. No malfunctions were identified with the device which could potentially have contributed to the complaint incident. B5: describe event or problem: corrected. H6: patient codes: corrected.

Event description:
Reprise IV study. It was reported that arrhythmia and complete heart block(chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of the index procedure. The subject received a loading dose of 324 mg aspirin. An isleeve introducer was placed and the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). The subject developed complete heart block while crossing the valve with placement of the wire. The native aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the 25mm lotus edge valve involved partial and complete re-sheathing of the 25mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Electrophysiology consultation recommended a new dual chamber pacemaker implantation placement due to complete heart block. One day post index procedure, a new permanent boston scientific accolade dr dual chamber pacemaker was implanted successfully. Two days post index procedure, the subject was discharged on aspirin and clopidogrel. At the time of reporting, the event was considered recovering. It was further reported that no additional arrhythmia occurred as previously reported.

Manufacturer narrative:
Device eval by manufacturer: media review: a review of the media from the index procedure was performed by a bsc quality employee. No malfunctions were identified with the device which could potentially have contributed to the complaint incident.

Event description:
(B)(6) study. It was reported that arrhythmia and complete heart block(chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of the index procedure. The subject received a loading dose of 324 mg aspirin. An isleeve introducer was placed and the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). The subject developed complete heart block while crossing the valve with placement of the wire. The native aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the 25mm lotus edge valve involved partial and complete re-sheathing of the 25mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Electrophysiology consultation recommended a new dual chamber pacemaker implantation placement due to complete heart block. One day post index procedure, a new permanent boston scientific accolade dr dual chamber pacemaker was implanted successfully. Two days post index procedure, the subject was discharged on aspirin and clopidogrel. At the time of reporting, the event was considered recovering.

Manufacturer narrative:
H3:device eval by manufacturer: media review: a review of the media from the index procedure was performed by a bsc quality employee. No malfunctions were identified with the device which could potentially have contributed to the complaint incident. B5 describe event or problem: updated. H6 patient codes: updated.

Event description:
Reprise IV study. It was reported that arrhythmia and complete heart block(chb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of the index procedure. The subject received a loading dose of 324 mg aspirin. An isleeve introducer was placed and the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). The subject developed complete heart block while crossing the valve with placement of the wire. The native aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the 25mm lotus edge valve involved partial and complete re-sheathing of the 25mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Electrophysiology consultation recommended a new dual chamber pacemaker implantation placement due to complete heart block. One day post index procedure, a new permanent boston scientific accolade dr dual chamber pacemaker was implanted successfully. Two days post index procedure, the subject was discharged on aspirin and clopidogrel. At the time of reporting, the event was considered recovering. It was further reported that no additional arrhythmia occurred as previously reported. It was further reported that the conduction system delay occurred prior to lotus edge valve deployment and as reported during the initial xs safari guidewire placement(crossing the native aortic valve).